Manufacturer narrative:
Analysis of the handpiece found that customer complaint was partially confirmed. The motor was very noisy, but did not run and an error occurred on the power console. The collet was completely corroded. The motor, collet and o-rings were replaced. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the event occurred during a procedure. After a little work with the drill it heats up in about 1-2 minutes. Troubleshooting steps included switching the machine on and off and readjusting the bur and the attachment. There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider(hcp) via distributor reported that the handpiece overheated and the motor was noisy. There was no known patient impact reported.